Manufacturer narrative:
Inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Claim# (B)(4).

Event description:
An article titled "intraoperative hemorrhage during implantable collamer lens (icl) surgery: a case report and management strategy" about hyphema, pupil distortion, inflammation, elevated iop, blurred vision, discomfort, pain. Surgical/medical management required. Medication was administered. Cause of the event was not reported.